Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had undefined impedance and was not capturing at high output in bipolar and unipolar pacing configurations. It was also reported that the rv lead was sensing intermittently in bipolar pacing configuration and was not sensing in unipolar pacing configuration. Additionally, a lead warning and polarity switch occurred. The polarity was reprogrammed to bipolar, sensing assurance and capture management were programmed off and the lead was left in monitor only mode. As the patient had intact atrioventricular (av) conduction when paced at 110 beats per minute with single chamber (atrial) pacing, the physician opted to monitor conduction as an aai device in managed ventricular pacing (mvp) mode. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.